Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) was confirmed due to the cable being pulled internally, severing all wires within the cable. The ecgs were non-functional. The root cause for the broken cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.